Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported failure was reproduced and after several tests the pneumatic back-plane pc board was replaced and the pre-use check passed. The device logs were downloaded and sent for evaluation. The returned pneumatic back-plane pc board was mounted in a reference ventilator for simulated use test. The pre-use check including the pressure transducer test passed without any deviation. The reported fault was not reproduced and no fault was found with the pneumatic back-plane pc board. Evaluation of the received device logs can confirm the reported pressure transducer test failure during pre-use check. The log shows that it was the expiration valve test that is part of the pressure transducer test that failed. The test failed due to the expiration valve offset current value being out of range. Based on previous investigations, the cause of the expiration valve offset current value out of range is the expiratory valve membrane mounted in the expiratory cassette. The expiratory valve membrane gets more rigid during use and cleaning and the membrane rigidity affects the offset current value. The expiratory valve membrane is part of the yearly preventive maintenance check. The conclusion is that the cause of the pressure transducer test failure during pre-use check was a defective expiratory valve membrane. The returned pneumatic back-plane pc board is faultless.

Event description:
(B)(4).